Event description:
Through the tmj clinical study the patient reported bilateral pain and muscle spasms on the left side, that she indicated she had prior to the joint being implanted but is now worse. She also indicated difficulty opening her mouth, interference with eating and squeaking. She reported no visits with the implanting surgeon, but has seen a neurologist, dentist and her primary care physician, the names of the medical professionals were not provided. She reports receiving botox injections, prolotherapy for spasms, pain medication and a splint from their dentist. When asked to describe additional diagnosis, she reports chronic migraines, painful neck and back muscle spasms, cluster headaches, constant implant pain and facial paralysis. The reported allegations have not been confirmed at this time.

Manufacturer narrative:
The warnings in the package insert state facial swelling and/or pain and facial nerve dysfunction are possible adverse events. In addition, the precautions state "the patient is to be warned that the system does not replace normal healthy bone in their tmj and they may continue to have chronic pain and limited range of motion." The device remains implanted, therefore no product evaluation can be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of four for the same event, see also 1032347-2015-00267, 1032347-2015-00268, and 1032347-2015-00269.